Manufacturer narrative:
This event occurred in (B)(6). Calibration was slightly higher than the mean. Qc was acceptable. No issues were identified during a review of the alarm trace. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys cea assay (cea) on a cobas 8000 e 602 module. The initial result was 74.56 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2019 the repeat result was 0.654 ng/ml and was also reported outside of the laboratory. The repeat result was believed to be correct. There was no allegation that an adverse event occurred. The cea reagent lot number was 355404 with an expiration date of 31-dec-2019.